Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed a low, out of range pacing impedance measurement. The local boston scientific field representative indicated that the patient was to be seen for follow up at a later date. There were no adverse patient effects reported. The lead remains in service.